Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they woke up feeling fatigued, was sweating and was thirsty. It was indicated that the cgm was displaying a value of 8.7 mmol/l, compared to the bg meter reading of 3.9 mmol/l in which they self-medicated to treat themselves without the need for medical intervention. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.